Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a vizigo sheath and when taking the device out of the bag for use, the hemostatic valve felt different from usual, and there was a sense of abnormality (the valve appeared to be loosely secured), causing concern to the physician. The device was not used on the patient. The physician replaced the sheath and continued the procedure. The case was successfully completed. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).